Event description:
It was reported that during a supply change the caregiver did not observe insulin drops during fill tubing and observed fluid leaking near the cartridge-to-connector interface; the caregiver confirmed single-use of cartridges and correct placement of the adapter, and resolution occurred after a rewind and replacement with a new full cartridge. No reported adverse clinical effects reported during the event. Outcomes included no medical intervention and no hospitalization. Customer care provided support that included troubleshooting and user education completed by support. Investigation of this case revealed evidence consistent with a leak at the cartridge connection that was resolved by cartridge replacement, indicating a probable connection or seating issue involving the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user handling or assembly error at the cartridge interface.